Event description:
The customer returned the product for battery acid damage, during physical inspection it was found that the upstream occlusion (uso) seal was delaminating.

Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no previous service in the last 12 months. Visual inspection found a delaminating upstream occlusion (uso) seal. The uso seal was replaced. A dso/uso sensor calibration was performed and validated through occlusion tests. The printed wiring assembly (pwa) was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.